Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not detecting a blockage. Customer stated that he tried doing bolus and no insulin comes out of the end of the tube. Customer tried doing a displacement test and it passed. Customer stated that there was no air bubble along the tube. Customer stated something about the water but line went bad and was not able to hear the customer well. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.